Event description:
It was reported that there was a high pace/sense impedance measurement recorded in the right ventricular lead. A lead fracture and noise were also later reported. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, several conductors were distorted, there was blood/body fluid on the distal conductor (not obstructed), the defibrillation conductor fractured due to overstress, the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was torn, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism, a damaged guidetooth and the lead was stretched.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned in segments, analyzed and the distal conductor fractured. It was noted that the defibrillation coil was distorted, several conductors were distorted, there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was torn, the outer insulation had a cosmetic depression, the helix was distorted/bent, there was blood in/on the helix mechanism, a damaged guidetooth and the lead was stretched.